Event description:
It was reported that during an unknown procedure the clips would not close correctly. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the mcm30 device was returned for analysis and upon inspection the jaws were found to be misaligned. In an attempt to replicate the event reported, the device was tested for functionality and it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In addition, the remaining clips were malformed. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. No conclusion could be reached as what may have caused the damage at the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.